Event description:
It was reported that the user experienced persistent hyperglycemia in the 200¿300 mg/dl range for approximately 12 hours after placing a new steel cannula infusion set and delivering an outside subcutaneous insulin injection, with the ilet reconnected later and the cartridge showing 13 units remaining. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included self-management with an outside insulin injection and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding infusion set and supply replacement, with user guidance to change supplies and monitor for resolution. Investigation of this case revealed no device alarms and no reported sensor issues, and the cause of hyperglycemia remained unclear given possible infusion site or insulin delivery factors that were not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.